Event description:
It was reported that the patient's insertable cardiac monitor (icm) had stored pause episodes and loss of contact due to under-sensing. No intervention was reported. The patient had no adverse consequences.